Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au680 chemistry analyzer, and identified the failure mode as multiple hardware. The fse replaced the deionized water tank, the sample syringe drive assembly, the sample syringe case and the sample wash syringe which resolved the issue. Information not provided by customer. The beckman coulter internal identifier is case (B)(4).

Event description:
The customer reported the generation of erroneously low patient results for several analytes on their au680 clinical chemistry analyzer. The customer stated there were issues with cholesterol, bun urea, triglyceride, calcium and total protein. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.